Event description:
It was reported that the customer's blood glucose level was "low" (specific bg value was not provided). Reportedly, the customer alleged "the pump is giving too much insulin and not suspending as intended" resulting in the low bg. Customer was treated with a "sugar cocktail" from emergency medical technicians to help treat the bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer understood and acknowledged. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.